Event description:
The customer reported to olympus during preparation for use, the programmable in- put processor (pip) port pin was broken inside on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel, top cover, circuit board and feet were faulty, the power switch is ok, a loose scope socket and the software version needs to be updated to the latest version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope connector¿s inability to be maintained could not be identified. However, it¿s likely the cause is related to a loose/bad scope socket. Olympus will continue to monitor field performance for this device.